Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, peri-implantitis, inflammation. Great patient, normal implant placement. One week after placement implant came out.